Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure recoverable faults occurred. The operating room (or) staff requested that the system logs be checked. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the onsite logs and found error 23087 against the set-up structure (sus) shoulder rotation. The or staff was not in the room with the system at the time of the call. No troubleshooting was performed. The procedure was converted to a new patient side cart (psc) to be completed. The tse informed the or staff that the system needed service; the reported fault could return during the next surgery. There were no reports of patient injury. Intuitive received the following additional information via follow up with the customer: the system functionality was checked upon powering on the system. The system initially powered on with no errors. The system issue was reportedly caused by one of the blue fiber cables being accidentally pulled out and breaking. A different blue fiber cable was used to complete the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse called the customer to assist with troubleshooting. The customer reseated the connection but could not replicate the error and got an error 23118 instead. The system was rebooted with no further errors. The isi fse identified failing the hall calibration. The isi fse performed calibration of the shoulder motor to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.